Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: phone.

Event description:
Customer reporting 2 potential false negative patient results (same patient) for sars, flu a & flu b (6 results total). Customer claims patient was pcr positive for all 3 analytes (patient's pcr came back positive for sars, flu a & flu b). Report 6 of 6 - flu b 2.